Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. The user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: operator channel, cfu: 10 cfu/ml, bacterial identification: unspecified fungal, olympus provided the following result of the culture test, performed at the third-party. Labs: sampling date: (B)(6) 2025, sampling from: all channel cfu: bacterial identification: bacillae 3 cfu/ endoscope. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: user of the device including sample handling. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.